Event description:
Customer reported unit does not power on. They have replaced batteries with new supply. No other physical damage was reported. No pt incident or injury was reported. The customer did not provide a date when this was discovered.

Manufacturer narrative:
Results: eval of the returned unit did not confirm the reported issue. The cause is cracked near the battery compartment and as a result the battery door does not stay securely closed when batteries are installed. Unit powers up and passes all functional tests. Note: instructions for use state: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with pt, and each time before leaving the pt unattended. MFR reference file # (B)(4).